Manufacturer narrative:
Event date: exact date unknown, event occurred nine months ago.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible ipg. The patient was doing well post operatively. The explanted ipg was discarded.